Event description:
It was reported that the patient presented in clinic for routine follow up. The pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).